Event description:
During an endoscopy procedure for treatment of a gastric ulcer, a cook instinct endoscopic hemoclip was used. The endoscope was in a straight position and advanced into the stomach. The clip was placed through the endoscope and advanced to the ulcer. The clip was rotated and attempted to be closed onto the ulcer. The clip never closed enough to grab the tissue. When they tried to deploy the clip, the handle broke and the clip did not deploy. The device was then removed from the endoscope. Three other clips were used after that to finish the originally planned procedure with no issue. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip can lead to damage of device components such as the hook at the distal end of the drive wire or te security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spook toward handle thumb ring until clip detaches. Note: "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.